Event description:
Caller reported blood glucose results of 311 mg/dl on advantage system 1, 119 mg/dl on advantage system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The reported reset anomaly was confirmed in the laboratory and was due to a power on reset (por). The device's battery voltage was found to be low. Communication was re-established with a new battery installed. Temperature and humidity testing were performed; no high current states were observed. The original battery was destructively analyzed at the vendor. An internal battery anomaly was found, which caused the premature battery depletion.

Event description:
The device was explanted due to a backup vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.